Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal ¿ injector luer lock leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported as follows: during using the protector, the expansion chamber didn¿t work properly. The hcp then aspirated the drug solution and then saw leakage between the injector and the protector.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 13-may-2022. H6: investigation summary samples were provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the injector membrane or injector needle. It was noted one protector was not properly fitted to the vial and the protector needle had penetrated the vial cap off center, the needle observed to be detached from the protector housing. Functional testing was performed and confirmed the expansion chamber would not inflate and there was a leakage between the protector and vial, no leakages occurred between the connection of the injector and protector. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. As the protector lot involved in this incident was unknown, a device history review could not be performed and additional retained samples could not be evaluated. A device history review was performed for injector lot 2106003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Testing results were reviewed for the injector lot reported and no issues were identified, product was verified to meet required specifications. Five retained samples of injector lot 2106003 were used for additional evaluation. Functional testing was performed, connecting the injector to a syringe and sample protector per the instructions for use provided with the product. The liquid was able to be drawn from the vial and move between the vial and syringe without issue, in all cases the product functioned as intended and no leakages were observed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. H3 other text : see h10.

Event description:
It was reported while using bd phaseal ¿ injector luer lock leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported as follows: during using the protector, the expansion chamber didn¿t work properly. The hcp then aspirated the drug solution and then saw leakage between the injector and the protector.